Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during prime and system sensor test due to motor with excessive axial play. Unable to perform occlusion test or verify motor error alarms due to motor anomaly. Unit received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 163 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.